Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: a review of the pump¿s black box revealed no power issues. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and there was no damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue with no power. There was no physical damage to the pump. The reporter stated that the patient was burned, but that there was no medical treatment needed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.